Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to high pacing output. High out of range shock impedance was also observed, and lead dislodgement was suspected. Subsequently, a revision procedure was performed, and this rv lead was successfully repositioned. Besides intervention, there were no other adverse patient effects reported.